Manufacturer narrative:
The device(s) associated with this adverse outcome are associated with a patient death that occurred approximately five years ago. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was deceased and died approximately seven months after bi-ventricular pacemaker system upgrade.